Event description:
It was reported that during a stenting treatment procedure stent damage occurred. Access was obtained via the right femoral artery. The 34x2.5mm, 95% stenosed, concentric, de novo lesion being treated was located in the heavily calcified, non-tortuous proximal left anterior descending artery. . The physician performed rotational atherectomy with 1.25 burr and ablated 4 times with the rpm of 1.8l. Then the physician used a 2.5x10 non-bsc balloon and predilated the target lesion at 16atms and a 2.5x38mm promus element stent was implanted. Then while postdilating with an unknown balloon, the balloon caught the proximal edge of the stent causing it to deform. The procedure was completed by implanting a 2.75x12 non-bsc stent at the proximal edge of the deformed stent. No further patient complications were reported and patient's status is stable.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: it was indicated that the device would not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is caused by other. The investigation indicates another device/drug/subsequent procedure caused the complaint event. (B)(4).